Event description:
Patient and product information was received. The patient had lead replaced. The explanted device has not been received to date.

Event description:
The device was received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis was approved on the lead and the fracture was confirmed. During the visual analysis of the first portion, the pin coil was found to be broken. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
It was reported that patient was seen with high impedance and output current not delivered. No patient or product information was provided. Further information has been requested regarding the event, patient, and product information. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.